Manufacturer narrative:
The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Additional components potentially involved in the event include: common device name: octrode lead kit, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000145493.

Event description:
It was reported during an ipg replacement for normal battery depletion, the physician accidentally cut one of the leads. As a result, the lead was explanted and replaced to address the issue. It is unknown which lead was cut and explanted.